Event description:
Additional information was received indicating that post additional reprogramming, post-paced t-wave oversensing (pptwos) was again noted on the device. Abbott technical support was contacted and additional reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating that following the previous reprogramming, post-paced t-wave oversensing (pptwos) was again noted on the device. The device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During a clinic follow-up, multiple episodes of post-paced t wave oversensing (pptwos) were observed on the device. Abbott technical support was contacted and the device was reprogrammed. However, additional episodes of pptwos were observed following the reprogramming of the device. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.